Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvéderm® volbella¿ with lidocaine in lips and nasolabial folds. Fifteen days prior, patient received third dose of pfizer covid-19 vaccine. Patient developed a hematoma that became impetiginized; the area was drained. Patient also developed painful nodules and inflammation that moved from one area to another. Patient was treated with 2 corticoid injections 15 days apart and antihistamines. Symptoms only temporarily relieved with medication. Two months later, patient developed unilateral inflammation in upper vermillion, nodules in grooves and induration and swelling in malar area.